Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that only the distal portion of the lead was returned. An insulation abrasion was noted at 3.8 cm to 3.9 cm from the distal tip. (B)(4). (B)(6).